Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. The iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut and scratched/marked-rejectable. No cartridge returned. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify a root cause for the reported complaint. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noted the lens was split/cracked once it unfolded into the patient's eye. The iol was cut and removed from the eye, then replaced with a new lens. It was reported that the lens appeared intact and normal in the packaging with no difficulty during loading.